Manufacturer narrative:
Corrected data:d4 and h4 for left lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is receiving suboptimal pain relief. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on 26aug2024 wherein one of the leads (left lead) was repositioned at a higher level to address thee issue. Reportedly, therapy was confirmed with good coverage.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI: (B)(4) , serial: (B)(6) batch: a000154856. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.